Manufacturer narrative:
Date estimated. The additional four perclose proglide devices referenced are being filed under separate medwatch reports. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na

Event description:
It was reported that an arteriotomy closure with five proglide device were attempted in a common femoral artery relative to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the five proglide devices failed to achieve hemostasis. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.